Manufacturer narrative:
(B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported blood glucose results 20.8 mmol/l on lot 495529, 8.7 mmol/ lot 495529 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.